Manufacturer narrative:
A manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A sample was received to perform an investigation. Visual and functional testing were performed. Product was returned with tamper seal removed and multiple cracks on top case and bottom case. Primary audible error was found in history log. Functional testing was performed using power up process. Customer's complaint was able to be verified during start up. The root cause was that the c9 cap was loose on the interconnect board from impact. The interconnect board was replaced to resolve the problem. The operator manual warns the user to never use a dropped or obviously damaged pump. Withdraw it from service until a trained biomedical technician can test it. (UDI) is unknown. No information provided to date. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Event description:
It was reported that the device was showing primary audible alarm. No patient injury was reported.